Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set tube leakage at site event on 10-jun-2024. Infusion set has been used for less than day. No further information available.